Event description:
Prior to device change due to normal eri, externalized conductor was observed between the rv and svc coils. No electrical anomalies were present. Extensive testing including dft was normal. Because patient had undergone previous procedures for lv lead displacement and patient with co-morbidities. Physician decided to re-use the lead.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.